Event description:
In 07/2004, while wearing the sound processor, the pt reportedly had no sound percept. The pt was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. During programming adjustments, the pt reportedly experienced uncomfortable sensations. On the event date, the pt was seen at the center for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.